Event description:
A customer contacted haemontics on (B)(6) 2009 to report blood inside of an orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report blood inside of an orthopat machine. No operator or donor injury was reported. Upon evaluation the reported complaint was verified. The machine was decontaminated and the damaged components were replaced including the power supply board. The machine is now ready for use. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).